Manufacturer narrative:
The patient stated that the nebulizer stopped working and she was unable to continue her treatments. She also stated she was having trouble breathing. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
The patient stated that the nebulizer stopped working and she was unable to continue her treatments. She also stated she was having trouble breathing.